Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a crack in the pump battery compartment. The reporter confirmed that there was no noted power loss associated with the issue. The reporter indicated that there was no moisture or corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the battery compartment was cracked. Unrelated to the initial complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.